Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed pace impedances greater than 2000 ohms. The patient was reported to have fallen and the lead suspected to have fractured. The patient underwent a revision procedure where the lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.